Event description:
The following was reported to gore: on (B)(6) 2025, a patient underwent treatment to close a 13.1 mm stop-flow balloon sized using angiography and 14.2 mm stop-flow balloon sized under transesophageal echocardiography atrial septal defect using a 37 mm gore® cardioform asd occluder (gca) with a 12 fr long sheath. The aortic rim and superior rim were extensively bald, and part of the superior vena cava rim was also deficient. The left atrial space was extremely narrow, and the heart was positioned in a markedly horizontal orientation. A guidewire was advanced into the left upper pulmonary vein but slipped out twice before wire crossing was achieved. After advancement of the long sheath, the gca device was cautiously unsheathed. Due to the narrow-left atrium space, the left atrial eyelet made slight contact with the left atrial roof. Multiple attempts were made to deploy the occluder with deployment of the left atrial disc after a slight pullback of the gca device, but the left atrial disc prolapsed into the right atrium due to the limited space. The left atrial disc was kept in a partially constricted state and positioned near the septum, then rotated clockwise to achieve alignment, the catheter was then advanced slightly to seat the left atrial disc onto the rim. Appropriate positioning of the left atrial disc on the rim was confirmed, followed by deployment of the right atrial disc. Transesophageal echocardiography (tee) revealed adequate capture of the aortic¿superior rim, but the posterior¿inferior rim appeared elevated by the placement. Detailed tee assessment was undertaken, during which cardiac tamponade was identified. Pericardiocentesis was performed, with initial hemodynamic instability including hypotension, but stabilization was subsequently achieved. Continuous observation in a cardiac care unit (ccu) was instituted. Regarding the gca device, evaluation indicated that the posterior¿inferior vena cava rim side of the right atrial disc prolapsed into the left atrium side and a part of the occluder engaged only on the primary septum. In view of these combined factors, the device was removed, and the procedure was terminated. The patient tolerated the procedure. The physician stated this case was challenging because of the limited space and the superior position of the defect.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.